Event description:
Prior breakage of tracheostomy tube. During trach care the care provider was tying trach ties to secure the trach. The care provider heard a snap noise and noticed the trach flange had spilt and broken. Care provider then had to do an unplanned trach change. (B)(6), us.